Event description:
During shoulder arthroscopy, physician was using a reprocessed incisor plus. Fragments of metal were coming off of the device into the patient's shoulder during procedure. Malfunctioning equipment removed from field.